Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: investigators were unable to duplicate the intermittent sound complaint. The pump powered on to clear audible alarms. The pump was opened and moisture was observed on the continuous glucose monitoring board, and the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.